Event description:
A patient in a study underwent an ion endoluminal lung biopsy procedure. During the procedure, bronchoscopic intervention occurred as the patient was seen to have some localized bleeding where biopsy took place; repeat wedging of the bronchoscope, suctioning and topical adrenaline was applied. The event was then deemed resolved; there was no further prolongation of the procedure. A lesion of the left upper lobe was biopsied; tools used for the procedure were cryoprobe - 1.1 mm and bronchoalveolar lavage (bal). The procedure time was 35 minutes and was completed as planned with ion; there were no intra-procedural ion device malfunctions. No adverse event occurred after the procedure prior to discharge. Discharge occurred the next day on 24-jun-2026. Discharge did not occur on the same day of the procedure as there was no patient escort available. The study investigator reported the event as not a serious adverse event, a ctcae grade 2, and having a causal relationship to the study procedure, a probable relationship to the patient's underlying disease status, but not related to the ion system and not related to third-party tools.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 177 cm., body mass index (bmi) 30.7 kg/m2.